Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 5.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon rupture. The device was removed and the procedure was completed with a different device. There were no patient injury reported and the patient condition was good.